Event description:
1st reaming: surgeon had difficulty to align the blue reamer axis to the yellow cup center, the reamer center on the screen was shifted posteriorly. Mps asked if any osteophyte/femur pushing the reamer posteriorly, they tried to clear out more osteophytes/soft tissue in the way, but still couldn't align perfectly. They tried to ream and push anteriorly. During this process, one surgeon expressed concern on the reaming anteversion looks like 30-40degrees, however mako screen shows about 15-20 degrees. But they decided to trust mako and ream after reaming, can see the posterior a bit red, medial is white, anterior is blue, so reamed a bit more posterior than intended. While removing the reamer from the acetabulum, there was still power, and the reamer was still turning, even though the surgeon's hand was not near the trigger. 1st trialing: trialed with a 50mm cup trial. No stability/fixation at all. Surgeon examined the acetabulum and found the posterior wall to be very thin and seems no longer intact. 2nd ream n trial: decided to medialize the cup and ream again. Still no fixation on the trial cup, decided to upsize to 52, still no fixation for the trial cup. To the extend where they can see placing a 52 mm cup into the reamed area, there were still gaps between the cup trial and the reamed surface. Loose check point, had to recapture a new cp. Walked the bone before clearing cp. Registration still on point. 3rd trial: in the end they placed a 54mm trial cup into the 52 reamed area and felt some press fit. In the end decided to go ahead with a 54 mm cup. Cup impaction: decided to manually impact with the conventional cup holder and alignment guide. Cup plane: surgeon used mako to capture impacted cup plane, inclination 40/ version 1 degrees. Tried a couple of times, the results were consistent. However clinically assessed the cup was about 15-20 degrees version, array was monitored throughout the case, was not bumped. Mps did ask surgeon to walk the bone outside the acetabular to ensure registration was ok, since the intra articular had already been reamed. The segmentation magenta line looks a bit off the bone, could you please verify if this could affect the registration and accuracy. The discrepancy during reaming and final cup plane verification matches, meaning the registration of the acetabulum might be off, anteverted about 20 degrees patient impact: prolonged surgery by an hour due to the multiple reaming, and trialing and trying to figure out the surgical plane result cup impaction had to go manual and could not final capture leg length with mako since did not final impact.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding inaccurate reaming involving a mako tha software was reported. The event was not confirmed. Method & results: product evaluation and results: the relevant log files and case session files were not available for inspection. A request for a field service engineer inspection was not made and the robot was not inspected. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies complaint history review: a review of complaints in trackwise shows no similar complaints for tha software - inaccurate reaming. Conclusions: the exact cause of the event could not be determined because the relevant log files and case session files were not available for inspection. A request for a field service engineer inspection was not made and the robot was not inspected.